Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via merlin.net transmission non-sustained lead noise due to post-paced t-wave oversensing was observed. Patient was asymptomatic. Programming changes were made. Patient is in good condition.

Event description:
New information received notes that the prior programming were not made as previously reported. Subsequently via merlin.net transmission, the non-sustained lead noise due to post-paced t-wave oversensing recurred. Programming changes were recommended. No further information is available.